Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I still have yet to have a hystererectomy') and laparoscopy ('I just got my first round of medical bills in after my exploratory laparoscopy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have laparoscopy (seriousness criteria medically significant and intervention required) and experienced rash ("I was on bactrim for 9 days and broke out head to toe rash"). Essure was removed. At the time of the report, the medical device removal, laparoscopy and rash outcome was unknown. The reporter considered laparoscopy, medical device removal and rash to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- rash, hysterectomy, laparoscopy. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I still have yet to have a hystererectomy') and laparoscopy ('I just got my first round of medical bills in after my exploratory laparoscopy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have laparoscopy (seriousness criteria medically significant and intervention required) and experienced rash ("I was on bactrim for 9 days and broke out head to toe rash"). Essure was removed. At the time of the report, the medical device removal, laparoscopy and rash outcome was unknown. The reporter considered laparoscopy, medical device removal and rash to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- rash, hysterectomy, laparoscopy. Quality-safety evaluation of ptc: unable to confirm compliant. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.